Event description:
Info received indicates the caster will roll and swivel after the brake is set at the head end of the stretcher.

Manufacturer narrative:
The tech found the brake mechanisms were worn and used a brake/steer upgrade kit and brake activation assembly to repair the stretcher.